Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient experienced descemet detachment in the primary and secondary incisions during laser assisted cataract surgery of the right eye. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and noted that the energy was a little low and the camera was a little dislocated. All other parameters were correct. Regarding the clinical parameters and images obtained, everything signals so that the routine of use, docking and procedure with the system were done correctly. There is no doubt that users are operating correctly. The parameters provided are also within normal range and according to the customer there was no change. The company representative noted the procedures (7 cases) following were successfully completed. The laser was perfectly calibrated and the report from the company-service representative indicates that the laser was also in perfect working order before. During the maintenance, it was not necessary to adjust in the oct and also in the z depth cut. It was not possible to reach a conclusion on the reason for descemet's membrane detachment because the images of the vm and oct were not saved and the video of the surgery was not recorded. The staff was advised about the importance of saving and also recording all the procedures in the system, and identifying by the name of the patient. The system procedures are performed by different doctors and the nurse always adjusts all control points and safety margins. The company representative did a review with the nurse about the adjustment of the control points of the incision so that the cut is not anterior and also of the force of applanation. The company representative noticed that some things are being done in a hurry, as many functions are performed by the same nurse. The nurse was cautioned not to do anything in a hurry. The function of the laser is to increase the safety and precision of the surgery. The company representative modified some surgical parameters so that the beginning of the second plane of the incision was not so close to the descemet membrane and also adjusted the energy and separation of the spots. The system was examined and the reported event was not replicated. However, the systems¿ energy was adjusted as a preventive measure. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).